Manufacturer narrative:
Model number/catalog number: sc-2317-70 serial number: (B)(4). Batch/lot number: 5079372/5087462. Model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient had staphylococcus infection at the incision site.

Manufacturer narrative:
The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had staphylococcus infection at the incision site.